Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprostheses (10mm x 80mm) was implanted into the common bile duct during an ercp to treat a stricture on (B)(6), 2010. According to the complainant, the physician was attempting to treat a 5.5cm stricture within the proximal portion of the common bile duct caused by a cholangiocarcinoma. The patient's anatomy was tortuous. After the physician had pre-dilated the stricture, the physician successfully deployed the stent. The physician noted that the correct stent size was chosen, and that the stent fully expanded after deployment. However, approximately 6 hours later, fluoroscopy revealed that the deployed stent appeared to be roughly 4cm. The physician decided to bridge the stricture by using a 6cm metal biliary stent (confirmed bsc device; unknown upn). Placement of this stent successfully resolved the issue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) - additional intervention required (non-surgical treatment).(B)(4) - incorrect device length.since the complaint device was implanted, it will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprostheses (10mm x 80mm) was implanted into the common bile duct during an ercp to treat a stricture on (B)(6) 2010. According to the complainant, the physician was attempting to treat a 5.5cm stricture within the proximal portion of the common bile duct caused by a cholangiocarcinoma. The patient's anatomy was tortuous. After the physician had pre-dilated the stricture, the physician successfully deployed the stent. The physician noted that the correct stent size was chosen, and that the stent fully expanded after deployment. However, approximately 6 hours later, fluoroscopy revealed that the deployed stent appeared to be roughly 4cm. The physician decided to bridge the stricture by using a 6cm metal biliary stent (confirmed bsc device; unknown upn). Placement of this stent successfully resolved the issue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. However, a review of the manufacturing documentation found no issues; indicating that the device met its material, assembly and product specifications at the time of release to distribution. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Therefore, based on the evaluation conducted, no definitive root cause could be determined.